Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead was high out-of-range (oor) on multiple vectors. Technical services (ts) advised lead revision or defibrillation threshold (dft) test testing for new vector. Health care professional (hcp) noted that physician has elected not to perform further dft testing due to patient condition so this lead will continue to be monitored. No adverse patient effects were reported. Currently, this lead remains in service.